Event description:
It was reported that the patient's ipg was no longer functional due to it reaching its normal end of life. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was disposed by the medical facility.